Event description:
Procedure: open anterior resection. According to the reporter: the device was closed around tissue. The first squeeze of the handle fired the sulu. On the second squeeze, there was a loud audible crack and the stapler would no longer fire. Another device was used to continue the surgery. The surgeon dissected lower down and re-stapled tissue. Surgery time extension was reported as more than 30 minutes.

Manufacturer narrative:
(B) (4). (B) (4). The device has been received. The investigation has commenced but it has not been completed.